Event description:
It was reported that during a meniscal repair procedure the t2 implant did not deploy from the fast-fix device. All t implants were removed from the patient and a backup device was used to complete the procedure. A two minute delay was noted and no patient impact as a result.

Manufacturer narrative:
Visual assessment shows the device was received in fair condition. This device has a slight bend. The device was returned with t1, t2 and partial suture separated from the delivery needle. The suture is knotted and fastened around t2. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.